Event description:
A peritoneal dialysis (pd) patient reported experiencing drain issues during treatment. The reported drain volume of 3608ml was 180% over the expected drain volume which resulted in a reportable device malfunction. See scanned table.

Manufacturer narrative:
During the external visual inspection, there were indications of dried fluid within the cassette compartment underneath the mushroom heads. The heater tray/scale was making flight contact with the cycler cabinet. Two simulated treatments were performed without any unexpected problems occurring. The reported complaint symptom lf13 - "incorrect volume" was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The reported complaint symptom lf31 -"sb supply bag lines are blocked" was not reproduced during testing. The reported complaint symptom lz06 - "can't hear alarm tone" was not reproduced during testing. The speaker and its wire connections were inspected and the liberty cycler was placed in audible alarm and the connections were jiggled in order to detect any intermittent openings in the speaker circuit and no discrepancies were found. The reported complaint symptom ls04 - "scale problems" was duplicated during testing. The load cell verification was out-of-specification, and after adjusting the position of the load cell bracket, the load cell verification was within tolerance. The valve actuation test, the system air leak test, and the patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler.